Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on an unknown date and suture was used. During the procedure, when pulling the needle with a needle-holder after the 1st passing of the needle through the tissue, the needle was detached from the suture. There were no adverse consequences to the patient. No additional information was provided.